Manufacturer narrative:
(B)(4). Batch number: p57e0u. Investigation summary: the analysis results showed that one gst60g reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the metal part of the reload has split from the cartridge during the changing of the reload which consume more time of the changing the reloads plus the surgeon consume more time to make over-stitching over the staple line. No patient consequence reported.